Manufacturer narrative:
Journal article: clinical outcomes with unselected use of an ultrathin-strut sirolimus-eluting stent: a report from the swedish coro nary angiography and angioplasty registry (scaar) year: 2021 ref: doi: 10.4244/eij-d-20-00429. Average age. Majority gender. Date of publication medication: aspirin, clopidogrel, ticagrelor, prasugrel, heparin, gp iib/iiia inhibitors, bivalirudin, chronic oral anticoagulation. Death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled clinical outcomes with unselected use of an ultrathin-strut sirolimus-eluting stent: a report from the swedish coronary angiography and angioplasty registry (scaar) was submitted for review. The aim of the study was to assess the clinical performance of a sirolimus-eluting ultrathin-strut drug-eluting stent (des) in a large nationwide cohort of patients undergoing percutaneous coronary intervention (pci). The data used for analysis was taken from the swedish coronary angiography and angioplasty registry from october 2011 up to june 2017. 4,561 patients included in the anaylsis were implanted with a non medtronic des and 69,570 received other newer-generation des (n-des), medtronic resolute onyx and resolute integrity stents were among the n-des group. After stent implantation, dual antiplatelet therapy was generally recommended for 6 or 12 months in patients undergoing pci for stable coronaryartery disease (cad) or an acute coronary syndrome. Clinical outcomes for this study were definite stent thrombosis, restenosis, target lesion revascularisation (tlr) by pci, myocardial infarction (mi) and all-cause death.